Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the implant procedure, the helix of this right atrial (ra) lead was observed to extend while trying to position the lead in the heart. The physician suspected a lead fracture. This ra lead was removed and retained by the facility. No adverse patient effects were reported.